Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that failure to interrogate with radio frequency (rf) transmitter was observed on the device. It was determined that the failure of rf transmitter was due to pre-flash firmware issue. The device was successfully interrogated with inductive transmitter. It was suggested the patient should present in clinic for a firmware upgrade. The patient was stable.

Event description:
New information received notes that cybersecurity upgrade was performed, and this reset the rf telemetry. Rf was functioning normally. The patient was stable.